Manufacturer narrative:
After inserting a battery, unit received with failed battery test, problem isolated to pcba1. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery, battery power loss or replace battery now alarms due to the failed batt test alarm.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. Customer stated that they received low battery alert prior to replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.